Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of sample received was in used condition, without its original packaging and with its certificate of safe handling. The sample was visually inspected at twelve inches under normal lighting. As part of the investigation three images were also provided. According to the visual inspection, condition reported in complaint is visible; however, this does not assure us that there exists a failure on the process, the exposed wire was produced by improper handling of the device, as it has rips at the end of the tube. This condition can be attributed to incorrect handling of the device. Based on this the failure mode cannot be confirmed; however, no complaint for failure mode was reported. The following are relevant documents which were reviewed and deemed adequate and correct with respect to assembly inspection: manufacture procedure tube shaft uncuffed and cuffed inspection for bivona finish goods. Controls are: steps establish that the operator must make the visual inspection of all shots produced. Inspect molded tubes 100 percent for exposed wire by following visual aid. Steps also establish that no short shots, cuts or splits in critical areas, using an inspection level. Based on the tests performed to replicate the failure mode, where it could not be reproduced using the tools from assembly process, the most probable root cause by improper handling of the device, as it has rips at the end of the tube. This condition can be attributed to incorrect handling of the device. Actions taken to mitigate the reported: no corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that the wire and or spring is sticking out on the end of the tracheostomy. The customer did not place the item in their body because they were concerned about the wire that was hanging out. No patient injury reported.